Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that patient is charging too often. Patient said she is having troubles keeping her ins charged. Patient clarified she will fully charge her ins and shortly will feel the stimulation stop. Patient stated she does have her stimulation settings high up for her legs. Patient stated she just left the health care professional (hcp) office but a local rep was not at the appointment to assist in checking the device. Patient does charge ins 100% full. Patient redirected to follow up with hcp and have rep for appointment.